Manufacturer narrative:
The reported issue that the device had a broken handle and bad pressure sensor could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Root cause -n/a. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 09/02/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had a broken handle and bad pressure sensor. It was noted that both were replaced, the device was calibrated, performed preventive maintenance, and passed all tests. No patient harm reported. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a broken handle and bad pressure sensor. It was noted that both were replaced, the device was calibrated, performed preventive maintenance, and passed all tests. No patient harm reported. Per customer, no further information will be provided, including patient demographics and no products will be returned.